Event description:
It was reported to philips that system was unable to boot, stalling at boot up screen. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the software froze at the loading screen, which prevented the system from booting up. To resolve the issue, the fse re-installed the software. After the re-installation, the system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported by the customer. The reported issue is related to medical device correction z-1091-2026. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.